Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "a revision surgery had to be performed using synthes. The patient had to have another surgery. The plate failed according to surgeon and a locking screw pulled through the pangea distal humerus plate.